Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece doesn't work even though the battery was changed. There was no pt harm or delay reported, and the procedure was completed with an alternate device.